Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: correction d9: date returned to mfg.: 6/4/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error code 41622 occurred¿ was by performing visual and functional performance verification test (pvt), found the cam flex sensor connector is loose causing the error code. Replaced printed wiring assembly (pwa) board to correct this issue, cam flex sensor, and motor gear was out of alignment. Adjusted the motor gear to proper position. Further investigation found the battery door is missing. Replaced battery door and downstream occlusion (dso) seal for preventive maintenance. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41622. There was no patient involvement.